Event description:
The MFR received the device for disposal only. The pt expired in 2006. Cause of death has been requested and remains unk at this time.

Manufacturer narrative:
Final device analysis revealed no anomalies on the ipg. It was functionally ok. The extension was functionally ok but cut through. It was suspected that this was explant damage.